Event description:
A consumer reported that she received third degree burns on her arm from the hot steam that was being produced by the vaporizer during use. She stated that her injuries occurred when she quickly reached over the steam output during use. Medical intervention was sought for her injuries six days after the incident occurred. The instructions for proper use have clear warnings which state "do not touch the steam vapor. Steam can cause burns.", as well as a warning on the device itself which states, "warning keep out of reach of children hot steam can cause serious burn injury." Kaz USA, inc. Has requested that the product be returned to our company for testing.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.